Event description:
A customer reported that there was deficiency of aspiration during surgery. Pt impact was not reported. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).